Event description:
On (B)(6) 2017, 1 day lasik ou- pain a couple hours after surgery, then improved 20/15-1, 20/20-3 mild heme in superior interface. On (B)(6) 2017 5 days concern- ghosting double va od streaks in va. On (B)(6) 2017, 7 days lasik ou- procedure- lift flap od- proparacaine at slit lamp- started lifting flap- laser prep- speculum- lift with forceps- liquid blood discarded- wash away easily took to edge- replace flap bcl. On (B)(6) 2017 continue zymaxid, pf-qid next visit wednesday. On (B)(6) 2017 recheck 5 days zymaxid, pf-qid os. Tears qid pf every 2 hours od. On (B)(6) 2017 heme under flap. Discuss options with patient- discuss flap lift. On (B)(6) 2017 after wash out use pf, zymaxid qid recheck 2 days. On (B)(6) 2017 vasc 20/20 od, 20/20 os. Ref MFR #3003288808-2017-00684.